Event description:
It was reported that a clearlink non-dehp solution set leaked during a parenteral nutrition infusion. Customer indicated that the leak was due to "a pin hole at or near the drip chamber". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.